Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient had redness at the ipg site. Patient went to a healthcare facility and was advised it was cellulitis and prescribed antibiotics. Healthcare facility advised patient to seek further treatment. However, patient declined and prefers to pursue further treatment after returning to his country of residence. Patient was implanted outside of the USA. Device information has been requested but not provided at this time.